Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, h6.

Event description:
Healthcare professional confirmed right side implant "did not show any evidence of a leak" upon explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Healthcare professional later reported no complaint against the device. Healthcare professional later reported "the implant was grasped, placed on sterile towel, and inspected", "the implant was placed back into the pocket", and "pain". The device remains implanted